Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient states their device has not been used in 4 years. Patient states it was a failure. Agent asked when the issue started and patient stated it never worked and when they would call for support and there was no one there until they just gave up. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller stated wanted to know how to get rid of the external equipment. Agent reviewed that the patient should still keep the external equipment due to still being implanted, but they insisted on disposing of it. Additional information was received from the patient. They reported that it never did what it was supposed to do. No supervision from manufacturer. Also, it was a very painful procedure, at the end they quit charging unit 2 years ago. Solution has been to self-catheter. Stimulation output, no one to c ontact. They did try once, its been too many years. Patient stated, "if you want to send me a box to return all with prepaid label, I will return". Patient stated miscommunication most likely caused the issue. They do not use it, will gladly return. No further action will be taken.